Event description:
A cusa excel 36khz straight handpiece was found to be overtorqued upon opening the unit onto the sterile field. The reporter does not know when this actually occurred. They were not able to use it. Therefore, it was not in contact with any pt. The procedure was for a craniotomy for tumor resection. The procedure was slightly delayed while the staff called for another handpiece.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.